Event description:
On (B)(6) 2005, a (B)(6) female underwent a total vaginal hysterectomy, anterior and posterior repair with placement of veritas collagen matrix in the anterior compartment, and sacrospinous ligament fixation. The pt had vaginally delivered five (5) live births and was diagnosed with a symptomatic uterovaginal prolapse. Veritas was placed over the large anterior defect that had been dissected. On (B)(6) 2012 the pt contacted synovis to report she had experienced numerous recurrent urinary tract infections (utis) beginning in 2006, and by 2007, she had frequent episodes of urinary leakage. Pt reported her condition continued to worsen, she continued to have frequent uti's, and by 2010 she was nearly incontinent. On (B)(6) 2011, this pt underwent a cystourethroscopy and then a sacrocolpopexy where mpathy mesh was used to repair the grade 3 vaginal vault prolapse, grade 4 cystocele and grade 2-3 enterocele. During the operation the procedure was converted from a laparoscopic to open sacrocolpopexy due to a dilated segment of the large intestine. Operative notes indicated that the pt had a large number of adhesions, some of which were taken down. There were no complications to the 2011 surgery and the pt indicated she is doing well now.

Manufacturer narrative:
No product was returned for eval. The device history record was reviewed. According to the device history record, the device met specification at the time of MFR.